Event description:
It was reported that during an open colon resection, the device locked on the bowel and was cut off by clamping it with an instrument and a cold knife. The release button would not open the device. Another device was used to resect the bowel and to complete the procedure. The procedure was prolonged by 10-15 minutes. No adverse consequences reported. (B) (6).

Event description:
Reporter alleged obtaining the results of 332 mg/dl and 139 mg/dl back to back within 10 minutes on the compact system. Reporter stated that he took 50 units of insulin, listed as novolog, instead of the normal 35 units in between obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.